Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over-infused during delivery. The customer indicated that "the pump delivered to fast, delivering the magnesium as a bolus instead of a slow infusion". There was no report of patient injury or medical intervention associated with this event. No additional information is available.